Event description:
The customer reported the generator is not booting. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the generator floppy disk and reloaded software. System operates as intended. (B) (4).